Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self test. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report number 1218058-2020-00070 for a similar report from the same customer.

Manufacturer narrative:
The onestep electrode pads were returned to zoll medical corporation. The customers report was duplicated and attributed to a wire that was disconnected. The pads were scrapped. Analysis of reports of this type has not identified an increase in trend.